Manufacturer narrative:
The orbit mini complex fill 3x6 coil ((B)(4)) was stretched during insertion into the aneurysm. It was reported that during insertion into the aneurysm, resistance was met with the use of additional force to advance or remove the coil/delivery system. After the event, the entire coil and delivery system was removed from the patient without any issues with the coil remaining attached. The procedure was continued with another device and the same unknown microcatheter (mc). An adequate continuous flush maintained through the mc at all times. No kinks were noted in the mc that may have contributed to the event and a balloon or stent remodeling product was not used during the procedure. It is not known if the mc was repositioned while the coil was deployed in the aneurysm. Other than the reported event, no other damages were noticed with any other section of the coil or delivery system/introducer. One non-sterile trufill dcs orbit was received coiled inside a plastic bag. Several kinks were found along the hypotube; no other anomalies/defects were noted. The support coil, gripper and embolic coil were found outside the introducer. With microscopic examination the embolic coil was found kinked while gripper presented with no damage. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretching of the coil was not confirmed with analysis. The coil was inspected under the microscope and it was not unraveled/stretched; it was kinked. The cause of the damages found on the unit could not be conclusively determined, however the analysis and the DHR review indicates that the device did not present any indication of manufacturing defect or anomaly contributing to the event as reported. With review of the reported information, the aneurysm characteristics and the procedural manipulation may have contributed to the event. The instructions for use cautions to never withdraw or torque the delivery tube against resistance without first determining the cause of the resistance under fluoroscopy. These manipulations of the delivery tube against resistance may cause damage and/or premature detachment of the embolic coil. The device history records indicate that the product met specification prior to shipment; additionally inspections are in place to prevent these types of damages from leaving from the facility, therefore no corrective action will be taken at this time.

Event description:
The orbit mini complex fill 3x6 coil (637mf0306/15458609) stretched during inserting it into the aneurysm.

Manufacturer narrative:
The orbit mini complex fill 3x6 coil ((B)(4)) was stretched during insertion into the aneurysm. After the event, the entire coil and delivery system was removed from the patient without any issues, and the procedure was continued with another device and the same unknown (mc) microcatheter. An adequate continuous flush maintained through the mc at all times. No kinks were noted in the mc that may have contributed to the event and a balloon or stent remodeling product was not used during the procedure. During insertion into the aneurysm, resistance was met, and additional force was utilized to advance or remove the coil/delivery system. Other than the reported event, no other damages were noticed with any other section of the device coil (detached, separated, fractured, etc), delivery system/introducer (kink, bend, fracture, separated, etc), and the coil remained attached the delivery system. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
One non-sterile trufill dcs orbit was received coiled inside a plastic bag. Several kinks were found along the hypotube; no other anomalies/defects were noted. Support coil, gripper and embolic coil were found outside the introducer. Gripper and emboli coil were inspected under the microscope. Embolic coil was found kinked while gripper presented no damage. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as 'coil unraveled/stretched-during placement' was not confirmed, embolic coil was inspected under the microscope and it was not unraveled/stretched. The cause of the damages found on the unit could not be conclusively determined, however the analysis and the DHR review indicates that the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. It is possible that procedural factors or handling may have contributed with the reported condition since the records indicated that the product met specification prior to shipment; additionally inspections are in place that prevents these kinds of damages leaving from the facility, therefore no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.